Event description:
During a pci procedure the cypher stent was found to have uplifted proximal stent struts. The target lesion was the mid right coronary artery (rca) which was heavily calcified, slightly tortuous, and a 90% stenosis. The lesion was predilated. A rotablator was also done. The physician was unable to cross the target lesion with the cypher stent. He then withdrew the sds into the guiding catheter, felt resistance and then withdrew the entire system. Inspection of the system revealed the shaft of teh guiding catheter to be kinked and the proximal strut of the stent to be flared. The physician then selected another guiding catheter and "mended" the flared edge of the stent. He then proceeded to re-use the "mended" sds.